Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 600 mg/dl with moderate ketones; cause was unknown. Manual injections and bolus via the pump were administered to address elevated bg levels. Reportedly, customer went to a clinic for intravenous fluids on multiple occasions. Recommendation was made to discuss diabetes management with a health care professional and customer reverted to manual injections for insulin therapy.